Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The system calibrator solutions were replaced and the sodium electrode was replaced. Calibrations and controls passed. The field service engineer found water in the system on a follow up visit. Increased hardware errors were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 10 patient samples tested with the sodium electrode on a cobas integra 400 plus. The first patient sample resulted in sodium values of 136 mmol/l, 138 mmol/l, and 135 mmol/l. The patient had a previous sodium result of 151 mmol/l. The sample was repeated on an abl 90 flex blood gas system and it resulted in a value of 149 mmol/l. The second patient sample initially resulted in a sodium value of 134 mmol/l and it repeated as 142 mmol/l on the abl 90 flex system. The third patient sample initially resulted in a sodium value of 137 mmol/l and it repeated as 146 mmol/l on the abl 90 flex system. The fourth patient sample initially resulted in a sodium value of 140 mmol/l and it repeated as 148 mmol/l on the abl 90 flex system. The fifth patient sample initially resulted in a sodium value of 133 mmol/l and it repeated as 140 mmol/l on the abl 90 flex system. The sixth patient sample initially resulted in a sodium value of 131 mmol/l and it repeated as 138 mmol/l on the abl 90 flex system. The seventh patient sample initially resulted in a sodium value of 133 mmol/l and it repeated as 139 mmol/l on the abl 90 flex system. The eighth patient sample initially resulted in a sodium value of 134 mmol/l and it repeated as 141 mmol/l on the abl 90 flex system. The ninth patient sample initially resulted in a sodium value of 131 mmol/l and it repeated as 137 mmol/l on the abl 90 flex system. The tenth patient sample initially resulted in a sodium value of 137 mmol/l and it repeated as 146 mmol/l on the abl 90 flex system.

Manufacturer narrative:
Due to extensive water damage, the instrument was found to be non-repairable and was completely replaced by another analyzer type. The investigation determined the issue was related to water damaged hardware components.